Event description:
It was reported that the port was inserted in 2004 via the superior vena cava. During access, the pt experienced acute pain. The procedure was stopped and placement was verified by x-ray. The x-ray confirmed that the catheter had separated from the port and was located in the right atrium. The catheter was removed in interventional radiology, and the port was to be removed in 2004. There were no associated pt complications.